Event description:
A center director reported that a patient presented with blurry vision in both eyes one week post lasik. Additional information received states that the patient had punctum plugs put in both eyes and is currently taking fish oil to help with the dry eyes. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).